Manufacturer narrative:
(B)(4). Batch # v95t22. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed one conforming clip. In addition, the instrument did not lock out and upon functional test, it was noted that the tip of the advancer was bent. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembly of the device, the ratchet pawl was found to be damaged, causing the anti-backup failure and the advancer was confirmed to be bent. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a respiratory surgery, the device could not be fired from the second firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.